Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 21jan2019. MFR report #2031642-2019-00220 is a duplicate of an event previously reported under MFR report #2031642-2018-02416. Any additional information will be submitted under the initially reported MFR#2031642-2018-02416. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that unit had a touchscreen malfunction on arrival to facility. There was no patient involvement. Event date not specified; estimate used.